Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a separation between pebax and electrode section. During the procedure, there was a high temperature reading from the catheter when radiofrequency (rf) was being delivered. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s053. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. A temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed and no irrigation issuer were found. A manufacturing record evaluation was performed for the finished device lot number 31785165m and no internal action was found during the review. The reddish material inside the pebax could be related to the high temperature reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).